Event description:
It was reported that during an upgrade procedure, a left ventricular lead was implanted but dislodged when the catheter was slit. A competitor lead was used to replace the lead. When the replacement lead was connected to the device, high impedance was noted all polarities. The tip of the lead was not able to be advanced all the way into the port. A competitor device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.